Event description:
During routine follow up in (B)(6) 2008, the physician observed recorded episodes with ventricular oversensing. Since the ventricular sensitivity was already reprogrammed to a higher value (0.8 mv), he requested further recommendations. In (B)(6) 2008, he still observed some oversensing episodes, although the new automatic sensing control algorithm was available in this device. Therefore, further recommendations were requested. It should be noted that none of these episodes led to any therapies.

Manufacturer narrative:
January 12, 2010: this event concerns a device that was manufactured and used outside the united states. Method: review of the electronic data and files received. (B)(4). The oversensing episodes recorded were mostly non sustained episodes which did not trigger any therapy (because they were non-sustained). The amplitude of the noise events detected is very high - which is unusual - and in such case the new asc algorithm will not be able to prevent all the noise sensing episodes from being recorded.